Event description:
Related to MFR. Report no. 2183959-2014-00308.

Event description:
Related to MFR#: 2183959-2014-00306 it was reported that following a sparc implantation, the patient experienced vaginal pain and dyspareunia. The sling was removed due to an extrusion. No additional patient complications have been reported in relation to this event.